Manufacturer narrative:
Citation: ferro de brito et al. Endocarditis after redo tavr managed with medical treatment and later tavr-in-tavr-in-tavr. Jacc case rep. 2025 oct 22;30(33):105652. Doi: 10.1016/j.jaccas.2025.105652. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 89-year-old female patient with a history that included multiple transcatheter aortic valve (tav) implant procedures. Eight years prior, she underwent implant of a non-medtronic 23mm bioprosthetic valve for native aortic valve stenosis. Four years later, the valve showed signs of structural valve degeneration; therefore, the patient underwent a redo tav-in-tav with implant of a medtronic 23 mm evolut pro bioprosthetic valve. More recently, the patient presented with dyspnea and fever. Blood cultures were positive for staphylococcus hominis, and imaging confirmed endocarditis with minimal aortic regurgitation. The patient was deemed inoperable owing to age and comorbidities, and was prescribed lifelong antibiotics. However, after 18 months, she developed severe aortic regurgitation and congestive heart failure with edema due to structural valve degeneration (svd) with the second bioprosthetic valve as well. Subsequently, the patient underwent a tav-in-tav-in-tav procedure with successful implant of a non-medtronic 20 mm bioprosthetic valve. The final echocardiogram demonstrated excellent hemodynamics, with no paravalvular leak and a mean gradient of 6 mmhg. No further information was provided pertaining to medtronic products.